Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while using in the surgery the jaw detached and fall down. Used the competitor product to complete the procedure. Procedure prolonged 10 minutes. No adverse event on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The jaw separated from the device on the first firing and it fell to the patient, so the device is not fired. The event occurred on the first firing itself when doctor was trying to ligate the cystic artery. No unexpected noise or resistance occurred while using the product. No assistant surgeon were present during this procedure. The analysis results of the found that the device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. Three remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.